Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient had an embolic stroke, experiencing contralateral weakness. Imaging revealed total occlusion of the m1 branch of the middle cerebral artery (mca). The patient was transferred to a neuro facility for potential intervention. The patient's symptoms have subsided but have not yet completely resolved. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.